Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not delivering as expected insulin. The customer blood glucose level was 12.9 mmol/l. The customer was not assisted with troubleshooting. Customer stated that the blood glucose was not lower as expected and they can smell the insulin from the insulin pump. Customer stated that they already checked and did not detect any leak. The device will not be returned for analysis.